Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information found the patient¿s ipg was repositioned on (B)(6) 2021 to resolve the issue. Effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.